Event description:
It was reported that the atrial lead exhibited noise. Images taken were reviewed by technical services which revealed insulation abrasion. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.